Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank and cracked and pump got wet. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage at electronic assembly. Successfully downloaded history files and traces using thump. Critical pump error (open during download history review pump error 63 was recorded on 06/07/2025 09:13:01.000 with file ID: 2101 as well as line #ID: 230. Per software engineer log pump error 63 was triggered due to pio failure (variable = 9 ). The hw in pio was not set to high during the expected timeout (100msec). Suspecting the hw. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. Blank display was not confirmed given that the open book alarm was displayed. The following cosmetic damages were noted during visual inspection: cracked case battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, pillowing keypad overlay, scratched case, stained keypad overlay, and cracked keypad overlay. In conclusion, customer's allegation of blank display was unconfirmed due to the unit displaying critical pump error (open book) alarm. Pump error 63 alarm was found in download history files and customer's allegation of moisture damage was confirmed due to the corroded electronic assembly, isolate to electronic stack. Customer's allegation of a cracked pump was confirmed when cracked battery tube, cracked battery case, cracked corner of belt clip rails, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.